Event description:
It was reported that during implant of the right ventricular (rv) lead it took several attempts to place the lead. The first two times the lead dislodged. The third position was acceptable, however at the post-operative check the lead showed simultaneous sensing with the atrial sensed electrogram indicating lead dislodgement. The patient was taken back to the lab and the pocket was reopened and the lead was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.